Manufacturer narrative:
Investigation: investigation summary: a sample was provided for investigation. The sample was evaluated and the customer's indicated failure mode for poor sleeve recovery with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to poor sleeve recovery was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the returned sample, the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. However, evaluation/testing of the retain samples was conducted and poor sleeve recovery was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle sleeve didn't cover the non-patient end needle well after the vacutainer was removed during use. The following information was provided by the initial reporter: "the rubber of np point can¿t recover well after removing vacutainer"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle sleeve didn't cover the non-patient end needle well after the vacutainer was removed during use. The following information was provided by the initial reporter: "the rubber of np point can¿t recover well after removing vacutainer"